Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of a transcatheter aortic valve, an 18 french non-medtronic sheath was planned for insertion, however it could not pass through the left external iliac artery (l-eia). Subsequently, the sheath was exchanged for a 14 french non-medtronic sheath, which met strong resistance, however it was ultimately successfully advanced. The delivery catheter system (dcs) was then attempted, however it could not advance. Subsequently, the l-eia was dilated with a 7 millimeter (mm) balloon. An 18 french non-medtronic sheath was attempted, however it once again could not advanced, and was again switched out for a 14 french non-medtronic sheath. The left ventricle wire was switched to a non-medtronic guidewire, and the guidewire was inserted contralaterally. The dcs was then attempted and passed successfully. Following the procedure, it was observed via digital subtraction angiography (dsa) that a dissection of the l-eia occurred. Subsequently, a stent was placed to treat the dissection. Additional information was received that the minimum diameter of the access vessel was 5.6 mm. A pre-implant balloon aortic valvuloplasty (bav) was performed using an 18 mm balloon. The access site dissection occurred during insertion. Per the physician, the cause of the dissection was thought to be due to the insertion of the 18 french (fr) non-medtronic sheath; however, the dcs may have been a contributing factor as the dcs was inserted beforehand. The patient's vessel tortuosity in the leg and abdominal region, and calcification at the tortuous segments were noted as contributing factors to the dissection.

Event description:
It was reported that prior to the attempted implant of a transcatheter aortic valve, an 18 french non-medtronic sheath was planned for insertion, however it could not pass through the left external iliac artery (l-eia). Subsequently, the sheath was exchanged for a 14 french non-medtronic sheath, which met strong resistance, however it was ultimately successfully advanced. The delivery catheter system (dcs) was then attempted, however it could not advance. Subsequently, the l-eia was dilated with a 7 millimeter (mm) balloon. An 18 french non-medtronic sheath was attempted, however it once again could not advanced, and was again switched out for a 14 french non-medtronic sheath. The left ventricle wire was switched to a non-medtronic guidewire, and the guidewire was inserted contralaterally. The dcs was then attempted, and passed successfully. Following the procedure, it was observed via digital subtraction angiography (dsa) that a dissection of the l-eia occurred. Subsequently, a stent was placed to treat the dissection.

Manufacturer narrative:
Continuation of d10: product ID {evfxplus-29}; product lot/serial number {(B)(6)}; product type: {0195-heartvalves}; implant date: {(B)(6) 2026}, explant date: {n/a} select patient. Information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Annex a code a150204 was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.